Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
It was reported that while cleaning up after a case, the sales representative noticed that the tip of the osteotome had been chipped away badly. It was reported that the osteotome had become dull and a piece had broken off from the instrument. There is no report of any adverse consequences to the patient.

Manufacturer narrative:
A modified osteotome was returned for evaluation. Visual inspection of the tip noted material deformation and a fracture on the left side of the osteotome tip. The fractured piece was not returned with the instrument. A review of the device history record for the modified osteotome found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis for the modified osteotome was conducted on the specific product code from the complaint as there is no device family for this custom instrument. It was noted that there were no other complaints reported for this device. Review of complaints found no significant trends. The root cause is unknown however additional information provided indicates that this device is used to penetrate through hard facet bone. The observed damage is consistent with what has been reported and it is likely that the hard facet bone is subjecting the tip to an unanticipated stress resulting in tip deformation and fracture. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.